Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser and occurred on an unspecified date. The report states that the pump shut down while infusing. It was also reported that the event occurred during testing. There was patient involvement and no patient harm reported.

Manufacturer narrative:
A 12-month service did not indicate a similar event. Due to the unavailability of the device, a probable cause cannot be determined at this time. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.